Event description:
On (B)(6) 2018, syneron was made aware of clinical complaint regarding hyperpigmentation and scars following treatment with profound device and dermal applicator. The customer is dr. (B)(6). Female 40 years old with skin type iii, caucasian ethnicity, underwent profound treatment using dermal applicator on (B)(6) 2018. The treatment area was face. No complaints were during treatment, after the treatment finished the patient got acute allergy to rf and was immediately treated with steroid. Photos that were received from the customer around month after the treatment show hyperpigmentation and scars on the treatment area.